Event description:
It was reported via repair work order that the brakes would not hold due to caster malfunction, base frame malfunction, brake bar malfunction, and brake plate malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.